Manufacturer narrative:
Bd received samples from the customer facility for investigation. The customer samples, along with retention samples of the incident lot (from bd inventory), were evaluated and mechanically tested and upon completion, all results met release specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and improvement opportunities have been identified and are in the process of being implemented. Based on evaluation/testing of the customer and retain samples, all results met release specifications. However, further investigation activities have been conducted through a CAPA and improvement opportunities have been identified. As a result, these improvements are being implemented to help reduce further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences.

Event description:
It was reported that a bd maxguard blood collection device exhibited breakage at the male portion of the connection when being removed from the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd¿ maxguard blood collection device exhibited breakage at the male portion of the connection when being removed from the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer.  This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.

Event description:
It was reported that a bd¿ maxguard blood collection device exhibited breakage at the male portion of the connection when being removed from the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that a bd blood collection assembly with male luer lock exhibited breakage at the male portion of the connection when being removed from the needle. No serious injury or medical intervention was reported. D.1. Medical device brand name: bd blood collection assembly with male luer lock d.2. Medical device type: fmi d.2. Common device name: blood collection set g.5. PMA/510(k)#: k172763.

Event description:
It was reported that a bd blood collection assembly with male luer lock exhibited breakage at the male portion of the connection when being removed from the needle. No serious injury or medical intervention was reported.